Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since 2002.

Event description:
Pt was revised to address a worn, loose liner. It was reported that the liner was visibly worn on the x-ray and the locking was in pieces; the head was superior in the cup.